Manufacturer narrative:
(B)(4). Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to troubleshoot a check lines and bags alarm which occurred on home choice (hc) during use. The home patient (hp) stated that they had the alarm in previous therapy and they tried another cassette, but used the same supply bags. The hp will set up with new supplies and will call back if the alarm reoccurred. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.